Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) involved with this complaint and completed the device evaluation. Failure analysis found a damaged conductor wire insulation at the distal end. A piece measuring approximately 0.021" was missing from the conductor wire insulation. The internal wire was not exposed. The instrument passed the electrical continuity test. No signs of thermal damage observed. The root cause of this failure was attributed to a component failure. A review of the device logs for the maryland bipolar forceps (part#: 471172-16/ lot/serial#: (B)(4) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial#: (B)(4). There was 1 use remaining after this last usage. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. Analysis of the photo identified damage on the insulation on the conductor wire. There does not appear to be any exposed wire. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps had dents and scratches on the energizing wire at the tip during inspection. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h6, and h10. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to reprocessing. When the instrument was last used during a procedure, the instrument was inspected prior to use with no issue. It was unknown if the instrument collided with any other instrument or tool during the procedure. It was unknown if the missing piece from the conductor wire insulation fell inside the patient. It was unknown if the patient returned to the hospital, or any actions have been taken related to retaining a foreign object in the body. There was no patient's information available.

Event description:
Refer to h10/h11 for follow-up information.